Manufacturer narrative:
Follow-up indicated that the patient passed away due to cancer. The physician does not believe the death was related to the device.

Manufacturer narrative:
A review of the available diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. Nevro is attempting to obtain a medical assessment from the physician but no additional information is currently available.